Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The cassette pcb ID assembly was replaced as a preventive measure. The system was then tested and met all product specs. (B)(4).

Event description:
A nurse reported a system message appeared during a case. Two new cassettes were tried without success. The system was switched out and the case was completed. There was no pt impact reported.